Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from cardiology journal, 2021, vol. 28, no. 1, 185-186 that a (B)(6) year old female patient had impella cp pump inserted in the left femoral artery for hemodynamic support. Injection of the left femoral artery through contralateral access demonstrated a thrombosis as a result a mechanical thrombectomy using rotarex was performed allowing immediate antegrade blood flow restoration in the left common femoral artery.